Manufacturer narrative:
A ge svc rep performed an on site investigation. The errors were verified, the voltage was adjusted, and the uninterrupted power supply (ups) was replaced. The sys was tested and operates as intended.

Event description:
The customer reported the 9900 sys was displaying communication error messages and the uninterrupted power supply (ups) had shut down. No pt injury was reported.